Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that one leg on the base is higher than the other, unit is bent.